Event description:
It was reported that insulin leaked out of the bent bd nano¿ 2nd gen pen needle. The following information was provided by the initial reporter: "consumer reported finding needles patient end bent when removed from site. Consumer denied reuse of pen needles. Finding just this box bending. Feels its the 2nd gen issue. Did not have this with nano pen needles. Consumer takes 60uts humalin 3 times a day and 30 units lantus. Sometime when removes the insulin still coming out of bent needle. Consumer holds only in site for 5 seconds. Advised to hold 10 seconds in site."

Manufacturer narrative:
H6: investigation summary customer returned (9) 4mm, 32g pen needles (1 open without the tear drop label, 8 sealed) from lot # 9317876. Customer states that needles are bent at patient end after injection and insulin is sometimes still coming out of needle. All returned pen needles were examined and the open sample exhibited a bent patient end of the cannula. All returned samples were tested and all were able to expel properly without any observed leakage. Also, all sealed samples were tested for point geometry, lube, and cannula od (specs: outer diameter for 32g: 0.0090¿-0.0095¿). A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications bd was able to confirm the customer¿s indicated failure (bent patient end of the cannula). Bd was not able to duplicate or confirm the customer¿s indicated failure (leakage). Root cause for the bent cannula is that the patient end of the cannula was bent during use of the product by the customer. Based on the above, no additional investigation and no CAPA/sa is required at this time. See h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insulin leaked out of the bent bd nano¿ 2nd gen pen needle. The following information was provided by the initial reporter: "consumer reported finding needles patient end bent when removed from site. Consumer denied reuse of pen needles. Finding just this box bending. Feels its the 2nd gen issue. Did not have this with nano pen needles. Consumer takes 60uts humalin 3 times a day and 30 units lantus. Sometime when removes the insulin still coming out of bent needle. Consumer holds only in site for 5 seconds. Advised to hold 10 seconds in site."